Manufacturer narrative:
No product was provided for analysis; however, a complaint notification was provided. The complainant described a steady stream of blood from the graft. No cracks or visible damage were noted on the introducer. Despite the leak, the introducer remained usable and the procedure was completed without delay. There was no reported patient harm and no medical intervention required. Without the return of the actual device in question for evaluation, integer is unable to determine the exact cause for this incident. The complaint is non-verifiable as the product was not returned for evaluation. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified, and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Integer will continue to monitor this event type and risk. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.

Event description:
We have been notified of a complaint involving an introducer (material # 0052-3006, lot # s9649272). A u.s. Complainant reported that during an impella 5.5 with smartassist implantation procedure on (B)(6) 2026, the 23fr peel-away introducer was observed to be leaking from the sidearm at the connection point between the sidearm and the introducer. The complainant described a steady stream of blood from the graft. No cracks or visible damage were noted on the introducer. Despite the leak, the introducer remained usable and the procedure was completed without delay. The patient presented to the physician with ami/cgs and remained alive following the procedure. There was no reported patient harm and no medical intervention required related to the leak. Additional devices used included an impella 5.5 with smartassist s2 set, us (1000100), lot #2026741033, serial # (B)(6). No damage was noted to the impella product. The introducer was discarded after the procedure and will not be returned for evaluation.